Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related medwatch reports: 2210968-2022-08640, 2210968-2022-08641.

Event description:
It was reported that a patient underwent a total hip replacement procedure on an unknown date and barbed suture was used. Post-operatively, the patient experienced wound complications and dehiscence. One surgeon stated that feels as thought rate of complications has increased significantly in 2022. Pa with this surgeon stating that primarily seeing issues on their obese female hips (anterior approach). In the obese female patients they are having delayed wound healing. The surgeons and pas are using proper technique and anchoring properly. They have seen full rupture, but also slight complications on sections of the incision. Believes mostly at the superficial subcuticular layer. Usually present within 3-4 weeks. The patient did required revision surgery or hardware removal. Other medical intervention was required. Additional information was requested.